Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited far-field oversensing. There were concerns that this may have been due to lead insulation damage, however this was not confirmed. Basic testing was conducted; however, the noise could not be reproduced. Technical services (ts) indicated that this could be due to changes in the patient's posture and recommended follow-up. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited far-field oversensing. There were concerns that this may have been due to lead insulation damage, however this was not confirmed. Basic testing was conducted; however, the noise could not be reproduced. Technical services (ts) indicated that this could be due to changes in the patient's posture and recommended follow-up. This lead remains in service. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) determined that the far-field oversensing would be resolved with continuous monitoring of this patient. This lead remains in service. No adverse patient effects were reported.